Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint "cable slipped out of the guide". Fa found the primary finding of grip cable derailed to be related to the customer reported complaint. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure. Advanced failure analysis was also conducted. The primary fa was confirmed. It was shown that the instrument exhibited a derailed grip cable at pulleys located near the base of the grips. The instrument was place on an in-house system and engaged properly. However, when testing for intuitive motion it was discovered that the instrument would move unintuitively when the grips were in a closed position, yaw motion became unresponsive to the master tool manipulator (mtm). The housing of the instrument was removed and it was determined that one of the grip cable was loose. After confirming the loose cable, a clip was placed in between the grips and the instrument had performed the clip test in hopes of replicated the user complaint of the grip being stuck. The clip test was performed and while in closed position the instrument was being constantly oriented in different ways and it was noticed that one of the cables had much more slack. The clip was administered successfully and after many attempts it was determined that it was not possible to replicate that specific failure. In conclusion, it was determined that there was a loose cable in the back end of the instrument, which can ultimately manifest as slack near the distal end in such a way in which derailment of the cable is possible, consequently causing unintuitive motion. It should be noted that the cable that was loose is the cable that is responsible for the function of re-opening the grips once they are closed so in theory it is possible with this loose cable, the instrument can experience grips being stuck if the cable itself becomes derailed and is unable to pull back the grips. This failure is attributed to a component failure. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a medium-large clip applier (pn# 470327-12 /lot# n10200706-0116) was used during this procedure. The instrument has a maximum of 100 uses and there were 70 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 310 mm in diameter. This complaint is being reported due to the following conclusion: per the description of the complaint, the instrument failed to unclamp when commanded by the user or system. The instrument release kit (irk) failed to open the clip applier instrument grips. Failure analysis also confirmed that the grip-tips were stuck and unable to be opened with the mtm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had a loose silver cable. The instrument could not be opened with the release tool. However, they were able to use another instrument to move the cable back into the guide and open the instrument. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on 13-july-2021. The issue occurred 15-20 minutes after the beginning of the procedure while the surgeon was clipping the cystic duct. The vessel was about 5 mm in diameter. The site was using medium/large hem-o-lok clips and the surgeon confirmed closure of the clip after ligation. The instrument did not collide with any other instrument or tool during the procedure. The cable was able to be brought back into the guide with the help of another instrument near the joints of the clip applier instrument in the patient's situs and the instrument was opened. The procedure was completed with a back-up instrument with no reported injury.